Manufacturer narrative:
The explanted parts were discarded by the hospital. Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event, reference 1032347-2016-00431 and 1032347-2016-00432.

Event description:
It is reported on (B)(6) 2016 an open reduction and internal fixation for left cheekbone fracture was performed. It is reported plate exposure in the upper jaw was identified on the same day, (B)(6) 2016. A revision surgery was performed (B)(6) 2016. There were no issues during the revision surgery or post operation. The lactosorb plates and screws were removed and nothing was implanted during the revision surgery. It is reported there are no signs of infection or an allergic reaction and the cause of the plate exposure is unknown. The sales representative reported the patient followed up with the surgeon on (B)(6) 2016 and the patient reported pain in the removal area.